Event description:
The manufacturer received information alleging a "low leakage" error occurred. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Additionally, not related to the malfunction, damaged o2 housing and sd card were replaced. The equipment was evaluated for an internal leak due to the "r low circuit leak" alarm reported by the customer and no fault is found. Therefore, it is recommended to check the circuit used on the patient, and change the setup used with the patient in case the leak is found there.